Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and that the atrial lead position check feature failed. It was also reported that the ra lead exhibited undersensing on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.